Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the wheellocks on the right side aren't locking. The caller states the lock will not latch and cannot be used.